Event description:
It was reported that the sagittal saw attachment was observed to be missing a gasket at the neck of the device during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was evaluated and the reported was confirmed. The gasket/retaining ring was missing from the device. The device is not repairable and was placed in parts retention.